Event description:
Customer reported, the touch screen does not work. No pt injury was reported.

Manufacturer narrative:
Replace gpos cpu and load software and configure. Replace right touch screen monitor, calibrate touch screen.